Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon noticed that the instrument was not grasping good on tissue. The surgeon did not notice any loose cables under magnification. The surgical staff replaced the instrument for another pk dissecting forceps instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci system robot and driven. Recognition and engagement test passed. Instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. Instrument was found to be fully functional. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.